Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26mm mitral mechanical valve, it was explanted and replaced with another manufacturers mechanical valve. The reason for the replacement was reported as when the mechanical valve was implanted into the annulus, one of the valve leaflets could not open normally and repeated tests could not improve its movement. It was further reported that leaflet motion was tested with the blue actuator, and the valve was rotated within the annulus to obtain appropriate leaflet motion. The physician reported that they believe this is a case of patient prothesis mismatch due to a size issue. It was also reported that there was impingement of the valve leaflets on sub-valvular tissue, and the tissue was excised to get proper leaflet motion. No additional adverse patient effects were reported.